Event description:
Red staining/discoloration on the bracket holding the t-piece resuscitators to each atom incubator. Can be mistaken for blood/soiled/not cleaned. Was informed by biomed that this is a type of glue to secure the bolt that was installed by atom during build. Atom IV poles noted to be loose at the white hinge on 3 atom incubators. Note that these poles hold 10kg max. I weighed our alaris pump and each module. One alaris IV pump/brain can hold up to four modules max, which is commonly used in a critical nicu patient. It weighed approximately 10kg, plus if you add the IV bags, tubing and feeding pump it will be over 10kg. If this is contributing to the malfunction, we will have to start using standalone IV poles for any baby needing more than 2 modules and a feeding pump.